Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs and loss of capture due to lead migration and dislodgement which was confirmed via x ray. The dislodgement occurred when the patient stood up as the deflection of this rv lead was not enough. This rv lead was surgically repositioned in the ventricular septum and remains in service. No additional adverse patient effects were reported.